Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported rupture, capsular contracture, baker grade unknown, anxiety, crease/folding of implant, edema, varied injuries - ndr, cyst - ndr and autoimmune/connective tissue disorders - ndr. The device remains implanted. This relates to the left side.

Event description:
Healthcare professional later reported seroma-late.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.